Manufacturer narrative:
Method - device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) patient with prostate cancer underwent a kyphoplasty procedure on level t7. One day postoperatively, an x-ray revealed cement extravasation superior anterior to level t7. There were no patient complications. No add'l info was reported.